Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Therefore, during the patient's ipg replacement (reference manufacturer report number: 3006705815-2019-02606), the patient requested that the new ipg be buried deeper. This resolved the issue.